Event description:
It was reported that the asymptomatic patient presented in-clinic for a scheduled follow-up. Upon interrogation it was noted that ams episodes were caused inappropriately by lead noise that was reproducible with arm movement. The physician decided to monitor the patient since the patient was asymptomatic and the issue was not adversely impacting the device function. The patient was stable throughout the device interrogation and will continue to be monitored.